Manufacturer narrative:
H3 - device evaluation is required but has not yet been performed. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Refractive surprise - each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise and glares/haloes. The lens was explanted and replaced with a different diopter lens. The problem was resolved. Cause of the event was reported as unknown. Reportedly, "tbd if haloes due to central port or residual rx."

Manufacturer narrative:
H3: device evaluation - lens was returned in liquid in vial. Visual inspection found haptic torn and debris on the lens. Dimensional and functional inspection found the lens to be within specifications. (B)(4).